Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on (B)(6), 2010 on behalf of the lay-user/patient alleging that the onetouch ultralink meter is giving inaccurate high readings of "419, 271, 215, and 170 mg/dl" compared to an unspecified low reading on another meter. The patient's diabetes is managed with insulin. On (B)(6), 2010 at 2-3 pm, the patient obtained the alleged inaccurate high readings. Based on the lfs meter readings, the patient take a bolus. About 15 minutes later, the patient reportedly developed low symptom described as lightheaded. According to the reporter, a blood glucose reading was taken with another blood glucose meter which confirmed the patient's symptom at the time of concern. Self-treatment with food/drink was promptly administered at the time of concern. According to the troubleshooting performed with customer service, the reported meter readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported as a malfunction due to the alleged inaccurate high issue. However, there is no evidence that the patient suffered a serious injury due to the product issue. The alleged symptom did not meet the criteria of a serious injury. In addition, the patient did not receive medical intervention that would suggest severe hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.